Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced a failure to alert after which they experienced a hypoglycemic event. The patient was in a grocery store when he got an alert that the cgm reading was 70mg/dl. As per patient alert should've gone off before 70mg/dl. The patient felt that he was hypoglycemic and needed orange juice. A policeman nearby advised the patient to walk to the café. When the patient did this, he couldn't walk completely straight and by the time he got there he could hardly stand up. All the patient could do was sit down. During that time the cgm reading was 53 mg/dl. No fingerstick was taken. The patient was getting more confused and dizzier. The patient was given an orange juice by an unknown person. The patient called an ambulance and once the paramedics arrived the cgm reading was 100 mg/dl. The patient could not remember if he was given medication when ambulance came or if a fingerstick was taken. The patient recovered and was not taken to the hospital. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.